Event description:
It was reported that (2) hp052 were used during a laparoscopic colon resection procedure. It was reported by the rep that the first handpiece broke when trying to open the connector. The connector piece broke. The second handpiece quit working intra surgery. The handpiece made several high pitch noises (as if it were touching metal) and then quit working. It is unknown how the case was completed. There was no consequence to pt.